Manufacturer narrative:
Device evaluation: visual inspection with the unaided eye shows the product is damaged. The lens was inspected by a qualified inspection operator using a 12x magnification, it can be seen that there is a scratch on the surface of the optic. Investigation of the return sample and the condition of the return sample do not suggest the scratch was introduced during manufacturing. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: the intraocular lens was returned for evaluation which reasonably suggests it was removed and replaced during the same procedure. If explanted; give date: the intraocular lens was returned for evaluation which reasonably suggests it was removed and replaced during the same procedure. No explants have been reported by the customer. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was observed to have a scratch (l-shaped) on the surface. This was noted after placing the lens into the eye. It was mentioned that improper loading cannot be ruled out. No additional information was provided to abbott medical optics.